Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving dilaudid of an unknown concentration and dose via an im plantable infusion pump for non-malignant pain. It was reported that the patient had swelling and bruises. The patient had an appointment to see the surgeon on (B)(6) 2018. The patient said that when she bends over her legs would burn. Since the pump had been changed ((B)(6) 2018), when she bends over the burning was worse. After the patient's recent pump replacement surgery the swelling was huge and purple and went down the patient's leg and into her stomach and back. The patient was in a great deal of pain and her pain was between 6 and 9. The patient said it was bad and scary. The patient said she did not know if she could have this surgery done again. The patient said when she woke up from surgery she wanted to scream it hurt so bad. The patient was released on (B)(6) 2018 and on the 2nd and 3rd she was still fighting the pain. The patient reported that she had not been given a personal therapy manager (ptm) programmer and was told it was marked down that she had been given a ptm. The patient was "released" on (B)(6) 2018 by the surgeon and told she did not need a ptm because the pump had been set to give a bolus. The patient was having trouble with the pump and was able to get 3 boluses a day. The patient had a ptm for her previous pump. The patient had a lot of pain when the pressure outside changed and she was able to get up to three boluses a day. The patient said she did not need that many boluses but it was nice to be able to get them. The patient was to be relocating to michigan. No further complications were expected or anticipated.